Event description:
The customer reported a cracked and shattered touchscreen on their pump, which made the screen unresponsive and illegible. Their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support arranged for a replacement pump, and the customer used a manual insulin delivery method (mdi) as a backup. However, the customer was not interested in obtaining an out-of-warranty loaner pump.